Event description:
The surgeon had performed three cataract extractions earlier in the day and experienced the following problems with each procedure: loss of foot pedal control, loss of vacuum and aspiration, the cassette would not remain in the machine and the inability to change modes from the front control panel. The surgeon experienced the same problems with this pt, and was able to compelet the procedure by turning off and turning on and recalibrating the machine. The surgeon stated that the pt apparently did not suffer a negative outcome from the problems that occurred with the equipment and the prolonged surgery time.